Event description:
It was reported by the customer that the roller pump reset during occlusion. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The service tech confirmed that during routine testing of the device at the (B)(4) service center, the roller pump performed normally, the unit was returned for further investigation.